Manufacturer narrative:
A review of tickets determined there is normal complaint activity for the likely cause lot, 05350fn00. A review of the tracking and trending report determined there are no trends identified for the architect anti-hbs reagent. Worldwide field data was used to assess the performance of the architect anti-hbs reagent. The median population result for lot 05350fn00 was found to be comparable with all other lots in the field and within established baselines, confirming no systemic issue for the lot. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hbs reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive anti- hbs results for two patients with the architect i2000r analyzer. For patient 1: sid not provided initial 14.39 miu/ml, repeat 0 miu/ml twice; patient 2: sid (B)(6) initial 12.59 miu/ml repeat 4.26 and 4.36 miu/ml. The false result did not get released. The lab uses a cutoff of 10 miu/ml. There was no impact to patient management reported. .